Event description:
It was reported that the customer fell on the pump causing the touch screen to become shattered and non-functional due to the damage. Customer's blood glucose was 117 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.